Event description:
The home patient (hp) contacted baxter's technical service center regarding a minicap that fell off the transfer set. The technical service representative (tsr) referred the hp to the dialysis nurse or physician regarding the minicap falling off. The hp has since put a new cap on the set. This writer spoke to the hp regarding the minicap. The hp stated that the issue was resolved. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 22 2007. Homechoice automated pd cycler; 2007. Homechoice 4-prong cassette; 2007. Capd transfer set; 2007. Dianeal 1.5% dextrose low-calcium solution; 2007. Dianeal 2.5% dextrose low-calcium solution; 2007. Dianeal 4.25% dextrose low-calcium solution; 2007. 15 liter apd drainage bag; 2007. The sample was not available for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.